Event description:
It was reported that the problem had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a pump refill the health care provider (hcp) had difficulties filling or aspirating the pump reservoir. The hcp reported aspirating 0.8ml "very slowly" while expecting 3.8ml. Then trying to inject the medication the hcp was only able to inject 17ml while attempting to inject 20ml into the reservoir. The hcp had difficulties finding the center port but was able to find it. The hcp felt the refill kit was working properly. At the time of the report the patient was "already traveling home" and was "doing ok clinically." The device system was used to deliver clonidine, bupivacaine and demerol (meperidine). Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the healthcare provider was questioning if the event/possible reservoir issue was due to "air bubbles". The healthcare provider also stated that there were no patient signs or symptoms associated with the reported event and the patient status was reported as "recovered without sequelae".

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# 47426, implanted: (B)(6) 1999. Product type: catheter. (B)(4).